Manufacturer narrative:
On 9/22/2020, the bwi product analysis lab received the device for evaluation. The product investigation has since been completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and its hemostatic valve was leaking blood (unknown amount).the bleeding was excessive but there is no indication that the hemodynamics was compromised nor that intervention was required. No air entered the patient¿s body. The case continued without any further incident. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and its hemostatic valve was leaking blood (unknown amount).the bleeding was excessive, but there is no indication that the hemodynamics was compromised nor that intervention was required. No air entered the patient¿s body. The case continued without any further incident. Since there is no indication of hemodynamics disruption, or required intervention, this patient event is not MDR reportable. This complaint is MDR-reportable as the hemostatic valve was compromised.